Manufacturer narrative:
Correction: the product was returned without a "person to contact"/explanting physician.

Manufacturer narrative:
A partial lead with the pin measuring 14.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No further information is available.